Manufacturer narrative:
The fracture of the pedicle screw was likely due to additional unexpected stresses on the screw due to interbody subsidence. Although it is not believed that a screw fracture of this nature could lead to a death or serious injury, and a revision surgery has not been performed, the conservative approach was followed in the decision to report.

Event description:
Screw fracture